Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the probe stopped working int the middle of an or case. No patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. External visual inspection showed no physical damage. The sensor failed continuity testing due to a broken white conductor at the detector solder joint assembly. When connected to a monitor a "probe is off the patient" error message displayed and the monitor alarmed audibly and visually., corrected data: model# corrected from 1862 to 2320. Catalog # corrected from 1862 to 2320. UDI# corrected from a blank field to (B)(4).